Event description:
It was reported that there was an issue regarding ens / screener / trialing. The patient noted there was no stimulation. The right side pulled out while she was sleeping. The patient plugged in the left side but couldn't feel stim. The patient was finally able to feel stim., slightly, when she turned it up to 4. The patient was to follow-up with her doctor.

Manufacturer narrative:
Product ID: neu_unknown_lead lot# serial# implanted: explanted: product type lead. (B)(4).